Event description:
A report was received that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the device was in a hibernation state and charged fully in two cycles. The battery depletion and sleep current rates were within the expected ranges, 6.56 mv and 102 ua respectively when the device was turned off. The device exhibits normal device characteristics.

Event description:
A report was received that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.